Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reasons for reoperation are wound dehiscence, pain, and rash.

Event description:
Patient reported "rash" "in middle of chest, "the wound opened all the way up became deeper," and "in a lot of pain." This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.

Event description:
Patient representative reported mental stress, anxiety, worry, humiliation, fear, concern and fear of developing bia-alcl. Device has been explanted.